Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturer date for the reported sensor is unknown. The date entered is the date abbott diabetes care became aware of the event. It is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device is "hot" and " smelled like burnt plastic." There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Performed a visual inspection on the returned sensor patch; no issue was observed. The reported sensor was sent for further investigation and de-cased. Visual inspection performed on the pcba (printed circuit board assembly) and no issues were observed. An extended investigation was also performed for the reported complaint. Performed a visual inspection on the pcba and sensor tail and no abnormalities were found. The electrical capabilities of the sensor with a known good tail was tested and the sensor was determined to be functioning as intended. There was no evidence of customer's complaint was not observed. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device is "hot" and " smelled like burnt plastic." There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Customer reports their adc device is "hot" and " smelled like burnt plastic." There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.